Event description:
It was reported by the nurse that they had mistakenly put the wrong dose/rate on the alaris pump module for the ongoing medication infusion. The nurse put 1.2 instead of 0.12. The nurse also recommended adding an alert when making significant changes on the alaris pump. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.